Manufacturer narrative:
The product was not returned for analysis.¿ investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clerk reported that during implantation of an intraocular lens (iol), lens was damaged. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. And the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Insufficient amount of ophthalmic viscosurgical devices (ovd) observed, in the device. No ophthalmic viscosurgical devices (ovd), past the plunger. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is crushed. A plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The instructions for use (IFU) instructs: fill the device until ophthalmic viscosurgical devices (ovd) can be observed, flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path, which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but further no information was available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).